Event description:
It was reported that the device did not detect the connection of the therapy cable to a pt load. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported failure. The system pcb assembly was replaced and then proper device operation was confirmed. The device was returned to the customer. Physio-control further evaluated the removed assembly and determined that the cause of the reported failure was due to a poor solder joint connection on a wire connected to integrated circuit (ic) u63, pin 6.